Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5221 showed nine other similar product complaint(s) from this lot number.

Event description:
It was reported "basically the line and the caps are not sealing properly on the purple lumen and so it is causing leaking and making it to where the line will not aspirate back blood since the seal is not cohesive. We tried swapping out caps to other caps and the same thing happened... The solution we have come up with is using a different cap on we typically use a neutral cap and instead we put on a slightly negative cap and the seal was better and we did not experience any leaking or other issues after the swap."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of purple lumen hub leaks is inconclusive due to non-original product sample. Ten sealed 5 fr dl powerpicc catheter kits were returned for evaluation. All of the samples were from lot: refx5221. The catheter kits were opened in order to inspect the catheter tubing and hubs. No apparent damage or deformation was noted. The catheter luers were flushed and pressurized with water in order to test for leaks. No leaks were noted. Microscopic inspection down the luer adapters of the catheter did not reveal any evidence of protrusions or mold defects. All of the returned samples were received in sealed kits. The sample experiencing the alleged event was not returned; therefore, the complaint could not be confirmed and remains inconclusive at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "basically the line and the caps are not sealing properly on the purple lumen and so it is causing leaking and making it to where the line will not aspirate back blood since the seal is not cohesive. We tried swapping out caps to other caps and the same thing happened. . . The solution we have come up with is using a different cap on we typically use a neutral cap and instead we put on a slightly negative cap and the seal was better and we did not experience any leaking or other issues after the swap."